Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During a pvi procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. During the last part of the ablation, the catheter was displayed outside the left atrial anatomy. A decrease in the patient's blood pressure was observed. An echocardiogram and x-ray were performed which confirmed the tamponade. The ablation catheter had perforated the right roof of the left atrium near the right superior pulmonary vein. A pericardiocentesis was done and the patient recovered. There were no performance issues with the catheter.